Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump broke and it did not turn on. She was changing out the infusion set and the screen went black. The insulin pump had a scratch on the screen but it was still visible. She received a battery out limit alarm. Her blood glucose level was 189 mg/dl. The product was not returned. Nothing further to report.